Manufacturer narrative:
Logfile review for the day of treatment shows five treatments were performed successfully on that day. No error or warning message regarding to vacuum occurred. No technical root cause is detectable. The system was working within specification. During technical onsite visit the field service engineer (fse) checked vacuum system and sent log files to technical support for review. They did not find any problems with the vacuum system. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction issues during lasik flap creation. Additional information received; the case was completed without harm to the patient.